Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter's backlight was not working; in addition the meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues began in (B)(6) 2011; exact time/date is unknown. The patient was reportedly managing his diabetes with oral medication (unknown type and dose) along with diet and exercise and he denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 3 months later ((B)(6) 2011) he developed symptoms of "light headedness and sweating." It is not known if the patient self-treated his symptoms immediately but he reported that he saw his doctor recently on (B)(6) 2012 and was treated by his doctor with 20 units of lantus insulin. There was no report of any other blood glucose device used to test the patient. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. Based on the subject meter's specifications of use, the battery was already replaced but the issue remained unresolved. Replacement products were sent to the patient. The battery indicator complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia which required treatment from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.